Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified two possible lot numbers (plots): 13905274 (expiry date 02/01/2029, MFR date 02/01/2024) 13867745 (expiry date 01/01/2029, MFR date 09/01/2020).

Event description:
The complaint/event involved a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock. Between 5 am and 7 am, the device filter was saturated and the sapphire multi therapy infusion pump audibly alarmed for occlusion during a patient's infusion of a customized nutrition infusion bag at the end of the patient's infusion. This prevented further administration. The device was initially connected at 17:00-18:00 with a duration between of 12¿16 hours during the night. The line was checked and there was no visible kink or occlusion, the cassette was removed and reinserted, the pump was reprogrammed and changed out, and the reflux on the catheter was checked. These troubleshooting steps did not resolve the issue. The only way to solve this problem was to make a new connection. The reporter stated that there were no visible defects, holes, cuts, tears with the filter. The pump reportedly did not have a problem during the event. The complaint/event caused disturbance of the child patient during the night, a risk of infection, nursing time, doctor time and annoyance of night shifts teams. There was no report of any clinical consequences or human harm. The patient did not receive the full intended dose, there was around of 1 hour of delay, the parental nutrition bags and tubing were replaced, there was a need for additional medical attention regarding the dose of parental nutrition.

Manufacturer narrative:
The complaint of set generates unspecified occlusion alarm on item 011-h3608 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history record review was not performed because the lot number is unknown. Updated information can be found in d9.